Event description:
It was reported that a malfunction occurred on the pump while it was being updated. There was no reported impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer did not provide the method of insulin therapy they will use until replacement pump arrives.